Event description:
It was reported that when the device was used during a gastric bypass procedure, the staples were unformed on the left side of the staple line. The case completed by oversewing the staple line with no further consequence to patient.